Manufacturer narrative:
The treads are made from an implantable grade material and therefore; should not cause a reaction. Device not returned. No eval will be performed. If device becomes available, a supplemental report will be issued.